Manufacturer narrative:
Insulin pump received with a depleted duracell alkaline battery installed. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and dat test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Unit received depleted duracell alkaline battery leaking and corroding the battery tube. Insulin pump also had a missing reservoir tube o-ring, minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. Data analysis: (passed away on (B)(6) 2018.) The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0955-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The customer was hospitalized on (B)(6) 2018 due to severe knee and leg pain and released the next day. The cause of death was natural causes but a detective told the next of kin they would provide a reason for the passing. The caller stated that the customer had diabetes that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The caller was unsure if the customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the customer would have lows, but was unsure if they caused the customer's passing. The caller agreed to return the insulin pump for analysis. Frn-mmt-332-rsvr. Unomed set.